Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that they thought the implant itself had moved because they were feeling it in their rectum and it hurt when they sat down and it felt like they were sitting on something sharp. The patient stated it hurt pretty bad and it wasn't just when they were sitting, it was also when they were standing. Patient stated the pain had been happening for the past couple days and around the same time they started having bleeding. Patient stated blood began coming out of their rectum area, like they had a hemorrhoid but they knew it wasn't a hemorrhoid. Patient denied having had any falls or traumas. They were redirected to follow up with their hcp to further address the issue and to check the implanted system. Patient services also reviewed with the patient that in the meantime, they could assist the patient in turning the therapy off to see if that made a difference in the pain they were experiencing. Patient agreed and patient services walked the patient through connecting to the patient's settings and turning the the rapy off.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.